Event description:
In 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving inaccurate high reading. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with self adjusting insulin. The inaccurate high issue began at 12 am to 12:37 am. The pt reported blood glucose results of "280 mg/dl" with a lifescan meter and "241 and 429 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Based on the reported readings, the pt took dose of humalog insulin. At 2:30 am, the pt reportedly exercised in order to regulate her blood sugar. At 3 am, the pt developed symptoms of "shaky, panic, and sweaty." The pt claimed that she did not receive any treatment at the time of concern. During troubleshooting, the customer care advocate noted that the correct testing process was used, the test strips were within the discard date and in good condition, the test samples were taken from approved test site, and the pt did not have control solution to perform a test. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia after she took insulin per the alleged inaccurate readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.